Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon was inflated slowly up to 16atm for 60 secs within an in stent restenosis across the distal anastamosis of fem pop graft and again to 16 atm for 60secs at the unstented proximal end of the graft. Angio showed residual stenosis in distal graft therefore attempted to re dilate yet balloon burst at 10 atm. A second evercross device was used to complete the procedure. No patient injury is reported. Evaluation summary: the evercross dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. Sanguine residue was noted within the inflation port on the y-manifold and the balloon was in a post-inflation profile. A 6cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip of the evercross. A 0.035" guidewire was loaded with ease through the distal tip of the catheter. A 6cc water filled syringe was attached to the inflation port luer lock on the y-manifold and a vacuum was pulled. A vacuum could not be maintained, indicating communication between the inflation environment and outside environment. Using the 6cc water filled syringe an attempt was made to inflate the balloon chamber. Sanguine tinted fluid was observed entering the balloon chamber. A pinhole leak was noted approximately mid-point in the balloon chamber. Under magnification the pinhole appears to have a longitudinal tear.